Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 2014. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the cable. The trunk cable showed signs of physical abuse. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.